Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the reported difficulty in removing the clip from the chordae can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to visualize the clip in relation to the mitral valve) or manufacturing anomalies. Review of the device history record (DHR) confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of the complaint history database of the reported lot did not indicate a similar issue. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in removing the clip from the chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation/translation while manipulating the devices, inability to invert clip prior to retracting it through the valve, or the clip being unable to open or unlock after becoming entangled. Based on the information reviewed, a definitive cause for the reported difficulty in removing the clip from the chordae cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effect of tissue damage (mitral valve injury) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the mitraclip (40429u1/19) becoming caught in the chordae which caused damage to the mitral valve leaflet, and is considered a serious injury to the patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system was advanced to the mitral valve without issue and deployed successfully. The mr was reduced to 2. The second cds (40429u1/19) was then advanced to the mitral valve to treat the remaining jet. During positioning of the cds, the clip became caught and was thought to be in a chorda tendinea/cord. The clip was not able to be freed. With limited force, and troubleshooting maneuvers, the physician was then able to free the clip. After the clip was pulled back into left atrium (la), it was seen via echo that the remaining jet on the medial side was now slightly greater than before. The clip was then successfully implanted on the medial side and the mr was reduced to 2. A jet remained between the first and second clip, and a tear was observed on the medial side of the leaflet. It was believed that the damage occurred during removal of the cds when the clip had been caught. The physician was satisfied with the reduction mr; therefore, the procedure was complete. The mr was reduced to 2 with the implantation of 2 clips. The patient was clinically stable before, during and post-procedure, with no clinically significant delay. No additional treatment has been planned. No additional information was provided.